Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that the he had discovered a puddle of fluid below the cycler during treatment. The set was retained. Additional information received from the patient confirmed that the patient had not experienced any adverse event.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no defects. The simulated treatment was performed and completed without any leaks, failures or problems. An investigation of the device history record (DHR) was conducted by the manufacturer and there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the he had discovered a puddle of fluid below the cycler during treatment. The set was retained. Additional information received from the patient confirmed that the patient had not experienced any adverse event.